Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility during patient support, the automated impella controller's (aic) waveform looked saturated and the impella flow was reading 4.2. The pump position was confirmed in perfect position. The team decided to replace the aic before replacing the pump. After replacing the aic, the left ventricle waveform and impella flow returned to expected parameters. There was no report of harm to the patient.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.